Event description:
It was reported that after eating breakfast the user¿s blood glucose was 277 mg/dl, and they experienced difficulty entering a meal announcement on the ilet because the device indicated it needed more data, though system records showed a meal announcement had already been entered. Symptoms included hyperglycemia. Outcomes included user inconvenience with device use. Investigation included review of the device report and user education on early learning behavior of the ilet. Investigation of this case revealed that the device was operating as designed during the initial learning period, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and consistent with normal adaptation during early system use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.